Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a particulate. The tubing set was being used to deliver tpn solution. After an unspecified length of time in use, the healthcare professional noted a blue particle in the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.